Manufacturer narrative:
Date of event: unknown. Initial reporter phone: (B)(6). For a component of the 04.632.645 a ntf will need to be written for 04.632.420.2, lot #6991904, the quantity is not filled in on inspection sheet for ¿qty insp.¿ and ¿qty reject¿ for all cmm inspections - cmm reports show conformance for all features. No other discrepancies were noted that would be associated with this complaint. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates that the the holding sleeve has been reported + 2x pre-assembled screws. Holding sleeve: 60% of the first thread flank of the primelock thread is broken away. The fragment(s) were not delivered. Function control does not reveal further defects (only inner tube was reported). Screw 1: 30% of the first thread flank of the primelock thread is broken away. The fragment(s) were not delivered. Function control does not reveal further defects. Screw 2: no evident traces of damages were observed. Screw 2: a functional test was performed by connecting a driver and inserting the screw it in saw bone. Holding sleeve / screw 1: it is not possible to determine if the holding sleeve was correctly engaged in the bone screw by the user and/or if excessive forces were applied during insertion. Screw 2: no failures were observed. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when preparing for an operation, it was realized that the inner part of the screwdriver was broken. A surgeon had previously tried to operate the screwdriver, thinking it was in place and applied powerful pressure to re-orient the direction of the screw. The device was used again in a similar procedure and the head of the screw broke off. It was noticed by the surgeon the screw's movement did not feel right. This is complaint 1 of 2 for complaint (B)(4).